Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper technique, enabling the caller to successfully resume insulin therapy. The issue was resolved with the new cartridge.